Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by paramedics due to hypoglycemia. The patient's blood glucose levels reached 69 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include being incoherent, and unable to speak or move. The patient was treated with 2 tubes of the glucose gei prior to the paramedics arrival then the paramedics gave IV (intravenous) dextrose. The pod was worn when seeking medical attention. The paramedics did not take the patient to the hospital and left after 45 minutes.